Manufacturer narrative:
October 14, 2015 09:41 am (gmt-4:00) added by (B)(6): note: the hanaulux 3000 series light system is not marketed in the us. This report has been made due to a similarity with devices marketed by maquet in the us. This malfunction was previously addressed in the u.s. Through the device correction z-0182/188-2010. A maquet field service technician inspected the device and found that the front pivot of the spring arm broke at the weld seam. The broken spring arm was replaced and the device returned to service. (B)(4).

Event description:
The customer reported that a spring arm broke during a surgery. The lighthead remained suspended to the wires, and no injuries were reported. The nurse informed maquet that the fissured weld seam was detected by the or staff the day before this event. However, the or staff decided to use the light before fixing it. (B)(4).

Manufacturer narrative:
(B)(4)